Event description:
The customer reported that she was hospitalized for low blood glucose levels, with a reading of 56 mg/dl. The customer had left the battery out of the insulin pump, and needed assistance changing the time and date after inserting a new battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.